Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was intact. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, contamination found under all button contacts. There was a battery compartment icrack. Corrosion observed inside battery compartment. Pump opened and no further evidence of moisture damage found.